Event description:
During an endotracheal intubation for an elective surgery, the laryng-o-jet kit catheter broke off in a patient's trachea. The hard plastic catheter used to inject 4% lidocaine hydrochloride for local anesthetic broke during the administration. The broken catheter required removal by a thoracic surgeon who was able to grasp for foreign body with long forceps and remove the catheter piece along with the endotracheal tube. The removal of the endotracheal tube required the pt to be reintubated prior to the scheduled elective surgical procedure proceeding. Dose or amount: 160 mg, frequency: once, route: top. Dates of use: 2008. Diagnosis or reason for use: local anesthetic prior to intubation.